Event description:
It was reported that prior to starting a davinci si surgical procedure, it was noted that one of the wheels of the fenestrated bipolar instrument was not moving the wrist properly. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the manual input of the disc wheel did not generate intuitive motion because the pitch cable was found to be broken at the distal clevis hub. The cable crimp was missing in the clevis. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.